Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose of 412 mg/dl and her bolus history shows that she took 5.9 units. Customer stated that her blood glucose is now 242 mg/dl and is coming down. Customer was upset and hung up. Customer later called to report her blood glucose was 437 mg/dl. Customer treated with the pump. Customer stated that she checked and her blood glucose was 387 mg/dl and then it went up to 437 mg/dl. Customer stated that there were two small air bubbles in the tubing that are really small. Customer was assisted with removing the air bubbles. Customer found the bolus history was correct. Customer does not have a tubing clamp and will be sent one. Customer was advised to call back to continue troubleshooting and to do a complete set change